Event description:
It was reported that the customer was hospitalized for low bgs. The customer stated that it was not the pump's fault, but they had pumped too much insulin into their body. Customer is doing fine. Instructed the customer to call the help line for any further assistance.